Event description:
Reportedly, the plastic is damaged at the screw level.

Manufacturer narrative:
The review of provided data confirmed the reported issue. The subject product was not returned for investigation. The review of the provided picture shows ruptures of the plastic at the three corners with screws. The rupture of the plastic may be due to plastic fatigue and may have been triggered by falls to the ground. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the plastic is damaged at the screw level.